Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a peritoneal dialysis (pd) transfer set. This issue occurred during an unspecified process step of pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. An incorrect dimension between the silicone tubing onto the female connector leg was observed. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the separation is due to inadequate solvent application to the set during manufacturing. A nonconformance has been opened to address this issue. The cause of the misassembled tubing was due to an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.